Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had critical override and disconnected mode attention notices due to which patient and orders might not be current. A technical support specialist (tss) checked station logs and attempted a full synchronization to resolve the disconnect mode issue, but the restore attempt failed. Upon further investigation with the lead, identified that port 50051 was blocked, preventing the full synchronization process from completing successfully. Tss advised the customer to engage hospital information technology to whitelist or open port 50051 and provided a supporting screenshot for reference. While awaiting confirmation, the customer removed the old proxy server, after which the station exited disconnected mode and a full synchronization was no longer required. The customer verified that everything was functioning properly and approved case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had critical override and disconnected mode. Customer stated that patients and orders may not be current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.